Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available; however, the lot number was provided. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error (se) 2240 that occurred during dwell 5 of 5. The technical services representative (tsr) explained the alarm and instructed the caregiver (cg) to close the clamps and cycle the power to clear. The tsr advised the cg to finish with a manual. No patient injury or medical intervention was reported. During follow up, the hp did not notice anything at the time of the alarm and she did not disconnect at any time. The hp stated, she continued with manuals and did not contact her pd rn regarding the alarm. The hp was advised again to let the peritoneal dialysis rn know about the alarm. No patient injury or medical intervention was reported.